Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Pump also received with cracked battery tube threads and cracked case behind the pump near the battery compartment. (B)(4).

Event description:
Information received by medtronic indicated that there was crack at back and front part of the screen. The customer stated that the reservoir lip ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.